Manufacturer narrative:
This product was not received for evaluation, therefore the problem could not be confirmed. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 3, there was a no video issue. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.